Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the sleek otw pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the sleek otw pta dilatation catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. A device history record review is not required. Investigation summary: the device was returned. The result of the investigation is confirmed for the reported material rupture issue. The balloon was inflated with water, however did not remain main pressure due to a pinhole rupture located 35mm from the distal markerband. The device shaft displayed the following damage: pinch 640mm from strain relief, two kinks on the shaft located 140 & 170mm from the proximal bond. The outer and inner of the shaft were stretched for a section length 185mm commencing at the proximal bond. Patient factors may have been the contributory cause for the balloon rupture; it was reported that patient's vessel was heavily calcified and could have caused the rupture. The definitive root cause for the reported rupture issue could not be determined based upon the available information. Labeling review: the instruction for use for the bantam alpha catheter was reviewed and contains the following information relevant to the reported event: balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of iliac, femoral, infra-popliteal, pedal and plantar arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. To reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. After use, this product may be a potential biohazard. Handle and dispose of in accordance with acceptable medical practices and applicable national, regional and local laws and regulations. Insertion and inflation: note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. D4 (expiry date: 02/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left fibular artery through a heavily calcified vessel, the balloon allegedly ruptured at 14 bar. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek otw pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the sleek otw pta dilatation catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned. The result of the investigation is confirmed for the reported material rupture issue. The balloon was inflated with water, however did not remain main pressure due to a pinhole rupture located 35mm from the distal markerband. The device shaft displayed the following damage: pinch 640mm from strain relief, two kinks on the shaft located 140 & 170mm from the proximal bond. The outer and inner of the shaft were stretched for a section length 185mm commencing at the proximal bond. Patient factors may have been the contributory cause for the balloon rupture; it was reported that patient's vessel was heavily calcified and could have caused the rupture. The definitive root cause for the reported rupture issue could not be determined based upon the available information. Labeling review: the instruction for use for the bantam alpha catheter was reviewed and contains the following information relevant to the reported event: balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ ¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of iliac, femoral, infra-popliteal, pedal and plantar arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. To reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. After use, this product may be a potential biohazard. Handle and dispose of in accordance with acceptable medical practices and applicable national, regional and local laws and regulations. Insertion and inflation note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure h10: d4 (expiry date: 02/2023), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the left fibular artery through a heavily calcified vessel, the balloon allegedly ruptured at 14 bar. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the sleek otw pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the sleek otw pta dilatation catheter products are identified. (Expiry date: 02/2023).

Event description:
It was reported that during an angioplasty procedure in the left fibular artery through a heavily calcified vessel, the balloon allegedly ruptured at 14 bar. The procedure was completed using another device. There was no reported patient injury.